Event description:
(B)(4). No injury alleged. Malfunction alleged. Dealer alleged the left brake broke when the consumer attempted to engage the lock. MDR filed.additional reportable malfunctions for this device; broken right brake.